Event description:
As reported by the sales rep: reports system 9 error on pump during a code, tried a second pump, still had error, required new set. Patient did not survive the code. Additional information received from the b. Braun, who was present during the incident, indicated the drug amiodarone was attempting to be administered via the pump and nf3140 at the time of the incident. The iss representative indicated that no one at the facility is blaming the situation of this incident on the product, as the patient had "bigger issues".

Manufacturer narrative:
The actual device has not yet been received for the manufacturer to evaluate. Ongoing attempts are being made by b. Braun to receive additional information about the event from the hospital. At this time, no specific conclusions can be drawn. A follow up report will be filed if further information becomes available.